Manufacturer narrative:
The product was explanted and replaced, but was not returned for analysis.

Event description:
The hcp reported the patient suddenly lost benefit from the baclofen pump 3 months following implant. A nuclear medicine evaluation of the system using indium-111 was performed. Images obtained at multiple intervals through 96 hours confirmed there was no flow from the pump into the distal catheter, and no accumulation of indium in the spinal fluid. Direct aspiration from the catheter was attempted intraoperatively, and csf could not be obtained. Scar tissue occluding the holes was visible on the catheter immediately following explant. The patient received a replacement catheter and recovered without sequela. Please refer to MFR MDR #218220700501660 including 2 follow-up reports).